Manufacturer narrative:
Evaluated three opened/used reservoirs; performed pre-fill reservoir and reservoirs passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoirs connected and locked in place properly. Conclusion: no air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that air got into the reservoir. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.